Manufacturer narrative:
There was no information provided in the complaint report form which could identify why the screw extenders fractured. The end piece of tabs of the screw extender fractured and detached during use. Failure mode indicates excessive force was applied to the device.

Manufacturer narrative:
A total of four (4) screw extenders consisting of two (2) separate lots were returned from the sales rep. It is unknown which of the instruments was used during the described event. Multiple attempts to obtain clarification/details have gone unanswered. Lot 6706101 manufactured to revision d in november 2012 for a total of 42 units without issue. Lot 6674401s3 manufactured to revision d in december 2012 for a total of 23 units without issue. The returned instruments are currently being evaluated. A follow-up report with results of the investigation will be submitted upon completion. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Event description:
During the rod reduction process, one of the distal locking tabs of a screw extender fractured and became detached from the device. The event caused over a 30 delay in the case. It is unknown if tab was removed from patient.